Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 78.6cm from the hub. The distal section is missing. The missing parts are the distal hypotube, inflation lumen, guidewire lumen, balloon, marker band, and tip. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28 jun 2019. It was reported that crossing difficulties were encountered. The target lesion was located in the coronary artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a shaft break.